Manufacturer narrative:
No product was returned for evaluation. The report of power elevations was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the changes in pump parameters could not be conclusively determined. The log file captured several transient elevations in power and estimated flow from (B)(6) 2017 08:04:46 am through the remainder of the log file, reaching values up to 8.9 w and 12.0 lpm, respectively. These power and estimated flow elevations appeared to correspond with pi events. Despite the observed parameter changes, the pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. During a pi event, the pump¿s speed automatically drops to the low speed limit. The speed ramps back up to the pump¿s fixed speed by design, which may cause a transient elevation in power. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 40 days. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017, that elevated pump flow estimations were observed. The submitted log file was reviewed by the manufacturer¿s technical services representative and the data showed a type of trajectory that has been linked to the possible presence of thrombus. An echocardiogram was going to be performed; however, the patient expired on (B)(6) 2017, prior to the echocardiogram. The patient tripped and fell, causing a brain hemorrhage. The lvad clinicians stated that the fall was accidental and was not device related.